Manufacturer narrative:
The account's engineer replaced the scale/ppm circuit board to resolve the issue.

Event description:
The account's engineer stated the bed scale will not zero and he has found signs of fluid on the scale/ppm circuit board.